Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this investigation would be updated should pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was revised due to high capture threshold measurements. The patient underwent surgical intervention to preventively replace the pulse generator as it is part of the ingenio high battery impedance advisory, but the risk of losing longevity because of the high energy output needed for pacing in the ventricle was also considered. The lead had measurements of 4.5v@0.5 ms before the exchange. After the procedure, values remained high, about 2.1v@0.5 ms but within normal limits. Additional information from the sales representative specified that lead impedance measurements were normal and no abnormality was found regarding lead integrity. The root cause for the high capture thresholds was not conclusively determined but patient's myocardial tissue was strongly suspected as the reason for the clinical observations. No additional adverse patient effects were reported. The lead is not expected to return as it remains in service.